Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
There was 1 investigation completed during this period. The respective serial number with investigation is as follows: (B)(6) - lens damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 5 events of is as follows: haptic damaged 1, iol torn 1, cosmetic 2, haptic damaged 1. Serial numbers of suspect products: (B)(4). Site address: for the sn starting with (B)(4) the manufacturing site address is as follows: (B)(4). 4 investigations were completed and 1 is pending from this period. Following was found: no product returned 1, lens cut, iol torn 1, lens cut 1, -empty package (opened) 1. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.